Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('left essure coil had perforated her fallopian tube/ left essure coil was implanted in the wall of her uterus') and uterine perforation ('essure coil embedded in the myometrium/ inspection of the uterus showed the right essure coil still in the cornua, perforating the serosa') in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("increasingly severe pain / chronic pelvic pain"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), medical device discomfort ("discomfort"), complication of device removal ("unable to locate that essure coil") and alopecia ("excessive hair loss"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, uterine perforation, pelvic pain, back pain, abdominal pain, medical device discomfort and alopecia outcome was unknown and the complication of device removal had resolved. The reporter considered abdominal pain, alopecia, back pain, complication of device removal, fallopian tube perforation, medical device discomfort, pelvic pain and uterine perforation to be related to essure. The reporter commented: date(s) of removal: (B)(6) 2014 (previously reported) concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record ; pelvic pain. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 2-mar-2021: medical record received. Event " essure coil embedded in the myometrium/ inspection of the uterus showed the right essure coil still in the cornua, perforating the serosa" was added. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('left essure coil had perforated her fallopian tube/ left essure coil was implanted in the wall of her uterus') and uterine perforation ('essure coil embedded in the myometrium/ inspection of the uterus showed the right essure coil still in the cornua, perforating the serosa') in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("increasingly severe pain / chronic pelvic pain"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), medical device discomfort ("discomfort"), complication of device removal ("unable to locate that essure coil") and alopecia ("excessive hair loss"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, uterine perforation, pelvic pain, back pain, abdominal pain, medical device discomfort and alopecia outcome was unknown and the complication of device removal had resolved. The reporter considered abdominal pain, alopecia, back pain, complication of device removal, fallopian tube perforation, medical device discomfort, pelvic pain and uterine perforation to be related to essure. The reporter commented: date(s) of removal: (B)(6) 2014 (previously reported). Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record ; pelvic pain. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 10-mar-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This is a spontaneous case report received from a lawyer / attorney in the united states, on behalf of a plaintiff/plaintiff's family in united states on 13-jun-2016 which refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2012. Shortly after undergoing the essure procedure, an hsg (hysterosalpingogram) test was performed and she was advised that her left essure coil had perforated her fallopian tube. Post procedure period has been marked by increasingly severe pain and discomfort, including chronic pelvic pain, chronic back pain, abdominal pain, and excessive hair loss. She had never experienced any of these conditions prior to undergoing the essure procedure. Plaintiff subsequently sought treatment for her symptoms, but was unable to resolve them. In (B)(6) 2012, she was required to have her left fallopian tube removed due to the perforation caused by essure. However, the treating physician was unable to locate that essure coil. In an effort to determine the cause of her pain, plaintiff underwent an MRI (magnetic resonance imaging) in (B)(6) 2014, and learned that her left essure coil was implanted in the wall of her uterus. In (B)(6) 2014, she underwent a total hysterectomy and had her essure coils removed. She was prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Quality-safety evaluation (ptc global number: (B)(4)) received on 22-jun-2016: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this non-medically confirmed, spontaneous, legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted. A hysterosalpingogram (hsg) was performed shortly after insertion and showed that left essure coil had perforated her fallopian tube; she was required to have her left fallopian tube removed but the treating physician was unable to locate that coil. Later, a magnetic resonance imaging showed that left essure coil was implanted in the wall of her uterus. She underwent a total hysterectomy and had her essure coils removed, approximately 2 and a half years after insertion. This event is listed in the reference safety information for essure. During essure therapy there is a risk that the device could move out of fallopian tubes; this movement could be an expulsion, migration, or occur as a result of uterine/ fallopian tube perforation. In the present case, hsg performed shortly after insertion showed that left essure coil had perforated her fallopian tube, later it was found that left essure coil was implanted in the wall of her uterus. Given the nature of this event, a causal relationship with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since device removal was required. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible; a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.